Event description:
On (B)(6) 2012, a treating physician reported that 4 days after a fraxel procedure, a pt developed a crusting ulcer on her upper lip. The physician requested a culture of the ulcer which was negative for infection or herpes simplex. The pt was put on prophylactic antibiotics. The physician stated that the ulcer would likely cause a scar on the pt's upper lip. No further information was provided.

Manufacturer narrative:
In the fraxel dual 1550/1927 laser system's operator manual, section 4.9 complications states the following: scarring: the possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing.